Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the alarm on the unit isn't working. Tech service informed the provider that it could be a bad pc board, on/off switch or the alarm itself.